Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation, no defect was detected. Most likely underlying root cause: mlc-062 user had poor technique. Note: manufacturer contacted customer in a follow-up call on 16-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that the test strips are too big and cannot fit into the port of the meter. Customer advised that the product was sealed and intact upon receipt, but when she opened the strips and attempted to test, the strips would not fit into the meter. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.